Event description:
A clinic manager reported an intraocular lens (iol) was exchanged due to the pt experiencing blurry near vision, smudgy vision, and glare. The iol was exchanged for a different lens. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/21/2009, 08/24/2009, and 09/08/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/18/2009.